Event description:
During follow up for a check heater line alarm, the home patient (hp) mentioned finding a cassette with a bead like piece of plastic inside of the tubing. The sample was still available and requested for evaluation. She had not used the cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter was confirmed. The root cause was -manufacturing issue "extrusion defect." A dry cassette sample and picture was received. A visual examination was performed, and it appeared that the particulate matter was caused by pin build-up during the tubing extrusion process. Extrusion personnel monitor equipment controls and perform routine preventative measures such as screen changes and removing pin build-up. Also, operators inspect tubing per specifications prior to product release. Operators are required to visually inspect the die assembly for the presence of pin build-up every 30 minutes and take corrective action as needed. Tubing extrusion operators are not able to 100% inspect the entire roll due to the speed at which the material is extruded and pin build-up could flush off of the die between inspection points. However, efforts are made to capture and prevent as many problems as possible. The operators discard any material that has visible pm, pin build-up and burns, but this is usually isolated to the beginning or end of the completed rolls. The pm / pin build-up occurs as a normal part of the extrusion process for which we have inspections in place to mitigate. Operators perform visual inspections every two hour period and monitor outside edges of rolls. Operators reviewed pictures of pm / build-up. Plan to purchase an on-line camera system that is designed to visually detect pm (pin build-up) to install on one tubing line to evaluate for hi-speed tubing production. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.